Event description:
It was reported while a patient had been wearing a pod for less than an hour their blood glucose level had dropped to 48 mg/dl. The patient reports having double vision and loss of consciousness. The patient reports having a lump at the pod infusion site. As treatment, the patient drank juice and applied a new pod. The patient's blood glucose and insulin history are as follows: (B)(6).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned pod was evaluated and the data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed.